Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a blood glucose level of 450 mg/dl earlier in the day of the call. Customer treated with a manual injection. The customer also reported that air bubbles were present in the resevoir, but the issue had been resolved by a set change. Troubleshooting for high blood glucose levels was not performed. The reservoir was not replaced or returned for analysis.